Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported symptom, determined to be caused by an intermittent lower link switch. The lower auxiliary assembly, which contains the lower link switch, was replaced.

Event description:
It was reported that a spectrum infusion pump alarmed door not fully latched. There was no pt involvement.